Event description:
It was reported by a physician that he has a series of pts, "(between five and seven)," who became severely incapacitated with pain following mesh implant. "All have undergone revision of the mesh procedures with only limited recovery of function. None are able to engage in sexual intercourse, modest exercise, or even work. Most are on disability." Most were poor candidates for the procedure due to, "pre-existing pain symptoms."

Manufacturer narrative:
It is unk if apogee or perigee mesh grafts were implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.